Event description:
The customer observed false positive alinity I b-hcg results on a 24 yrs old female patient. The results provided were: on (B)(6) 2026 sid (B)(6) initial=33.58 miu/ml (> 25.0 miu/ml =positive) /redrawn and repeated on (B)(6) 2026 =< 2.30 miu/ml (< or =5.0 miu/ml=negative) there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.